Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified a sharp opening on posterior due to an unidentified (tear) opening. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.